Event description:
On (B)(6) 2014, the distributor contacted animas, alleging a casing/condition (moisture ingress) issue. The distributor stated that the pump had moisture in the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2014 with the following findings: there was no evidence of moisture behind the display lens or screen. There was evidence of internal moisture damage and corrosion found inside the battery chamber. A leak test was performed and there was a battery compartment leak confirmed. Corrosion was also found on the outside of the battery chamber. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.